Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
On (B)(6) 2022, during an ecog review, the patient's lead showed evidence of a lead fracture. On (B)(6) 2022 the lead was replaced. There is no information suggesting the cause of the break. The lead was secured with dog bone with lead protection and had been implanted for 1.4 years prior to explant.